Manufacturer narrative:
Concomitant products: product ID: addr01, ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Initially the outputs were increased and subsequently the patient was scheduled for a lead replacement. During the lead replacement procedure, the physician decided to remove the old rv lead pin from the implantable pulse generator (ipg) header to test the lead directly and the thresholds were twice as good as through the device. The lead was placed back into the header of the ipg and there continued to be better threshold measurements. It was determined that the connection or position of the lead inside the header was causing the increased thresholds. The device and lead remain in use. It was noted that the patient is taking part in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the procedure, the physician was unable to access the subclavian vein due to totally occlusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.